Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent implant remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, mildly calcified lesion in the mildly tortuous mid femoral artery. Pre-dilatation was performed with a 5.0x100mm fox balloon dilatation catheter (bdc). The 5.0mmx200mmx120cm supera self-expanding stent system (sess) was advanced to the target lesion; however, during deployment, the stent implant elongated partially into healthy tissue, and became caught in the introducer sheath. During removal of the introducer sheath, the stent implant was partially pulled out of the access site. The patient was sent to surgery, where the partial portion of the stent implant outside the access site was cut down. There was no reported adverse patient sequela and the patient has since been discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The investigation was unable to determine a conclusive cause for the reported deployment difficulty and stent elongation. The surgical procedure and hospitalization are due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture, or labeling of the device.